Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the band in the middle popped out first and made the device impossible to operate. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable issue of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual examination noted that only the ligator head was returned for analysis. The suture was broken with one section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. The ligator head was returned with all bands attached on it; however, the bands were slightly moved and the third band was caught under the other bands and it was also broken, confirming the premature deployment that was reported and the device failed to deploy the elastic bands. Additionally, some of the ligator head teeth were damaged with some marks were observed in the ligator housing, indicating the device was likely hit against a hard surface. No other issues with the device were noted. Based on the condition and evaluation of the returned device, it is likely that the suture detached from its position in the ligator head when the customer rotated the handle and the suture slipped through the first and second band instead of deploying them and started to deploy the third one, this could have been interpreted as premature deployment of the bands. This condition could have cause more resistance due the third band getting caught in the other bands which could have resulted in band breakage. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the band in the middle popped out first and made the device impossible to operate. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.